Event description:
Pit was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was sitting at the dinner table and finished her dinner. At that point she wasn't feeling well. The patient´s mother told her that her bg was dropping but patient did not view the receiver or remember what the receiver indicated at this time. The patient lost consciousness and the parent called an ambulance at 6:30 pm. The paramedics treated the patient with glucagon and the patient was not taken to the hospital. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.